Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results show that one (B)(4) reload was received partially fired 01/16 and with the pan partially detached. In addition, the staple retainer was received broken. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric bypass procedure, at the time of firing the cartridge it does not progress and remained locked insurance stapler. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient.